Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated postoperatively outside of the cochlea. During device investigation damage of in the electrode array due to device minute mobility was found, which was most likely caused by re-insertion attempts during revision surgery. Therefore it was decided to explant the device. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user underwent a revision surgery on (B)(6) 2021 to try a re-insertion of the electrode array which migrated out from the cochlea. The full active electrode array migrated. Based on intra-operative measurements it was decided to reimplant with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a revision surgery on (B)(6) 2021 to try a re-insertion of the electrode array which migrated out from the cochlea. The full active electrode array migrated. It was decided to re-implant the user with a new device during the surgery.